Manufacturer narrative:
Continued: h.6. F2203. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: pain: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Necrosis: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, rupture and silicone migration.

Event description:
Patient representative reported pain, rupture, anxiety, and necrosis. Healthcare professional later reported silicone migration. Device has been explanted. This relates to the right side.